Manufacturer narrative:
This report is submitted on april 2, 2020.

Event description:
Per the clinic, the patient received no benefit from the device. Reprogramming attempts were made; however, the issue could not be resolved. The device was explanted on (B)(6) 2020 and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
The device analysis report is attached. This report is submitted on may 5, 2020.